Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl due to needing settings adjustments. Customer required intervention to address low bg by their mother, who provided juice. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.